Manufacturer narrative:
Reference number (B)(4) . Catalog number in d4 is the international list number which is similar to us list number of 062918. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation is able to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2024, the patient's intestinal tube detached inward and caused an ulcer in the gastric mucosa. The patient experiencd vomitting as a result of the ucler. A gastroscopy was performed to replaced the probes and it was found that the intestinal tube had detached.